Event description:
Reported that the valve is staying open and leaking. The pt was reported to have line sepsis. Peripheral draw returned gram positive cultures. Teh pt was treated with IV antibioticis and the line had to be replaced. The pt has a PICC line (peripherally inserted central catheter) and groshong catheter. The physician order for flushing is 10cc of saline before and after the infusion and 5cc of heparin after the infusion and the pharmacist didn't think that the pt was following the flushing order.